Event description:
It was reported by service report that the power cord sheathing is damaged and the foot rail is not locking in the up position. No patient involvement or adverse consequences are reported.